Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, yellow particles on the shell and crease flat. A microscopic analysis was performed which identified: broken sharp on the posterior and wear abrasion. A dimension measurement in the shell was performed which identified the thickness as within specification. Based on the device analysis the final assessment is: sharp broken on the posterior assessed as unidentified (tear) opening.

Event description:
Affected side left. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device remains implanted.